Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04470. It was reported the pt was experiencing discomfort and/or burning and soreness at the ipg site after lying on the ipg for long periods. In addition, the pt was experiencing discomfort in the chest. It was reported a CT scan had been performed, and the physician had determined the lead had migrated to the right. It was believed the lead may be pressing on a nerve root, which could be the cause of the chest discomfort. It was reported the pt was receiving effective stimulation. F/u identified the physician replaced the lead and the ipg. It was reported the pt rec'd effective stimulation postoperative and the discomfort had resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.